Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to headache. It is unknown if there are plans to reimplant the patient with another cochlear device as of the date of this report.